Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, an unspecified number of devices have blood leaking out of the patient needle after retracting the needle. There was no health impact or consequences reported.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d2b. Jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.